Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with premicron suture. The client reported that premicron filament was not like the corresponding filament from ehticon (ethilon) and that thread ripples on. No further information has been provided.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have received 35 closed samples to analyze this complaint. Sewing test on artificial skin tissue has been conducted with the samples received and fraying does not appear when pulling the thread through the tissue. Visual appearance is the usual one before and after sewing test. We have also tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 4.28 kgf in average and 4.10 kgf in minimum (ep requirements: 2.24 kgf in average and 1.33 kgf in minimum). These values are the usual ones for this thread and size. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.